Event description:
It was reported the end user developed a red rash with open blisters on the peristomal skin. The largest open blister was measured at approx. 22-25 mm round with a pink superficial base and small amount of clear weeping. The rash matched the size and shape of tape collar. The end user has been utilizing this product since (B)(6), 2014, however, developed the rash only six weeks ago. In (B)(6) 2015, the end user sought treatment from his dermatologist. The rash was evaluated and the end user was advised to apply over-the-counter calmoseptine ointment to the area. The end user noted some improvement to the area. Approx. 2 weeks later,the end user saw his dermatologist once again. The dermatologist reportedly indicated the end user seemed to be having a reaction to the adhesive on the skin barrier under the tape border. This time, the dermatologist advised the user to apply a mixture of zinc oxide paste ((B)(4) butt paste) and petroleum jelly to affected areas under the skin barrier. In addition, the end user was issued a prescription for topicort spray and a steroid tape, which is to be applied under the tape border. The end user was also advised to remove the tape border from the skin barrier prior to application.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted.